Manufacturer narrative:
Concomitant medical products: product ID a520, product type software. Product ID 978b128, lot# (B)(4) serial#, implanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  they were informed by hcp that patient fell about 3-4 months ago and since the fall patient had uncomfortable stimulation. Hcp then instructed patient to turn stimulation off. Rep mentioned that when patient tried to connect handset to implant, patient got message about wrong communicator. Reviewed with rep that handset will connect to communicator, and handset will allow switching communicator as well, thus technical services(ts) is not sure what patient was talking about. Rep also mentioned that patient has had multiple mris without having system in MRI mode, no further detail on this matter in terms of scan conditions. Rep said hcp plans lead revision due to patient discomfort.  Rep to meet with patient today. The caller was not with the patient. Additional information received on 2021-sept-10 that the patient had a battery revision on the (B)(6) 2021.